Manufacturer narrative:
(B)(4)

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received an unknown drug in an implantable pump for non-malignant pain. The patient presented to the emergency department unresponsive, with altered mental status, an pin point pupils. The hcp wanted a local manufacturer representative paged to interrogate the pump to determine the intrathecal medication and to possibly assist with stopping the pump. No further information was provided. Additional information was requested from the managing hcp, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.